Manufacturer narrative:
On january 16, 2026, the user reported discrepancies between blood glucose and sensor glucose readings. The user also reported taking doxycycline from january 13, 2026 through january 23, 2026. The user was educated that medications in the tetracycline class, including doxycycline, may impact sensor glucose readings and that cgm values should not be relied upon while taking these medications, as indicated in the eversense user guide. Review of available sensor data in the data management system showed some variability in sensor glucose values. Escalation review did not identify a device malfunction, and the observed differences were considered consistent with medication-related effects. The user was advised to monitor blood glucose using a blood glucose meter as a backup and to follow the recommendations of their healthcare provider. The user was informed that sensor performance is expected to improve following completion of the medication course.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.